Manufacturer narrative:
Patient weight not provided. Email address not provided.

Event description:
Doctor stated that the (B)(6) healing abutment became loosed few days after being placed.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed no damage around the collar and the threads. The hex head seems slightly worn, but not damaged. There was minor bone tissue and dry blood observed inside the hex connection. The reported event was considered as non-verifiable, since no product failure identified and the failure cannot be recreated. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: contraindications: temporary gingival cuffs: not to be used as an impression transfer component or temporary abutment. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings: other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to titanium alloy. Procedure following the healing period, uncover the implant healing screw. The location can be determined by palpation of the soft tissue or use of a periodontal probe. Expose the healing screw using a scalpel, taking care to preserve an adequate amount of keratinized gingiva. Remove the healing screw with the appropriate hex drive seating tool. Choose a temporary gingival cuff that has a maximum diameter matching the abutment planned for the case. Remove all bone and soft tissue from the superior aspect of the implant body to guarantee complete seating of the temporary gingival cuff. The presence of tissue or bone fragments between the implant and abutment can lead to abutment loosening. Do not use a bur or other drilling instrument, which may compromise the integrity of the implant or its coating. Screw the temporary gingival cuff into the implant using the appropriate hex drive seating tool. Allow the soft tissues to heal. Doctor indicated healing abutment loose. The reported event was non-verifiable per investigation. No root cause could be determined for this complaint. The following sections were updated: UDI: (B)(4).